Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, episodes of undersensing and pacemaker mediated tachycardia (pmt) were noted on the device. Technical support was contacted, and programming recommendations were provided. The device was reprogrammed to resolve this event, and the patient was stable with no adverse consequences.